Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient began their advanced evaluation trial on (B)(6) 2016. The patient was constipated in the beginning of the evaluation. The patient had also been nauseous because of the antibiotics they were taking.